Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained vf episode was noted via a merlin.net transmission. Review of the egm showed low amplitude and two of the vf were correctly detected and binned. Vf episode went to sinus rhythm. Up on in clinic follow-up, all the electrical parameters were stable and in range. No further action has been taken.